Event description:
On (B)(6) 2018, a 30mm amplatzer septal occluder was selected for implant in a large defect that was sized per the IFU. The defect had little aortic rim and smaller posterior rim. During the tug test, the device remained in place, however, due to insufficient rim and proximity to the posterior wall, it was not advised to place the device. Despite concern, the tug test confirmed the device was stable enough and the device was released. One hour after the procedure, the patient experienced chest pains and tee revealed the device embolized to the lvot. The patient was taken to surgery where the device was removed and the defect was closed. Post-operatively, the patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.